Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have severely bent grip tips, causing side to side/vertical misalignment of the grips. There was a 0.0535¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additionally, the instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration, corrosion, contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the jaws of the 8mm force bipolar instrument came unlatched when it was opened from the wrist. This occurrence happened twice with two different instruments in the same case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was using the instrument as a grasper when they broke. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing the grips until the instrument broke. There were no issues related to the yaw or pitch motion until the instrument broke. No cables were protruding from the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.